Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, resulting in elevated ketone levels of 4.2 to 7.3. The user attempted to lower the levels by administering insulin by syringe, but without success. Paramedics were called, who took the patient to hospital. The hospital staff treated the patient with novorapid insulin. 3 days later, the patient was discharged with a ketone level of 0.4. On the same day, the patient felt bad again, vomited, suffered from dizziness and unclear vision. The ketone value was 6.3 and increased to 7.9. The user was again taken to hospital by the paramedics and treated with infusions. The physician believes that the insulin pump is not working properly, as the client was admitted to the hospital twice a week.